Event description:
Medtronic received information that four years and six months following the implant of this transcatheter bioprosthetic valve, the patient was admitted to hospital due to the valve failing. Valve stenosis was reported, as well as shortness of breath, pneumonia, and elevated gradients. Prior to valve implant, the patient had a mean gradient of 35mmhg. The gradient post-implant was 9mmhg. The valve was implanted at a depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). There was no evidence of thrombus or leaflet thickening. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: e1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.